Event description:
The lay reporter / social worker contacted lifescan (lfs) in 2005 alleging that the pt's meter had been displaying low readings. The medical affairs specialist (mas) mailed a letter, since the patient's family member could not be reached by telephone for further clarification. The social worker mentioned that the pt had been receiving low reading of 23 mg/dl and in the 60's. She ate breakfast immediately after the low readings and then tested her blood glucose and received a 470 mg/dl. The pt took insulin after attempting to use the meter and went to the hospital where they monitored her blood glucose and treated her with insulin. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, if she experienced any symptoms when she received the low reading of 23 mg/dl, readings in the 60's and the reading of 470 mg/dl on the lfs meter. It would also have been helpful of the pt's initial blood glucose reading in the hospital and the diagnosis. The social worker was unable / unwilling to verify the following: how the pt had been cleaning the meter, symptoms at the time of the event and the technique used for applying blood on the test strip. The social worker did not have the patient's subject test strips; therefore, there is no information on whether the subject test strips the pt had been using were expired and in good condition. The patient was incorrectly cleaning the puncture site prior to testing. The social worker did not have check strip to test the meter. Customer care agent (cca) sent the patient a replacement meter and testing supplies.